Manufacturer narrative:
Device alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Manufacturer narrative:
Supplemental created to add the information that the customer experienced diabetic ketoacidosis.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s high blood glucose was 580 mg/dl at the time of event. The customer experienced diabetic ketoacidosis. The customer was not hospitalized. The customer was treated with manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experiencing high blood glucose. The customer¿s high blood glucose was 580 mg/dl. The customer was treated with manual injection. The insulin pump will be returned for analysis.